Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested but no response received.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per field service engineer (fse) the power supply was replaced to address the reported problem.